Event description:
As reported (B)(6) 2012, the first week of (B)(6) 2012, pt of unk gender and age presented for an angioplasty procedure. During the procedure, after the pta balloon was inflated to 8-10atm, the pta balloon ruptured in the pt's popliteal vein. The treating physician was able to successfully retrieve and remove the balloon from the pt using a snare. The procedure was successfully completed. Pt was reported to be doing well after the f/u visit with the treating physician. There is no reported harm or injury to the pt due to this event. The reported device has been returned to the MFR for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defect device has been returned to the MFR. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch. (B)(4).